Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number 13i20h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 3 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The peritonitis manifested as cloudy effluent and abdominal pain. Nine days after the onset of the peritonitis, therapy was discontinued and the patient was placed on hemodialysis. Four days later, patient¿s catheter was removed. On the day of the onset of peritonitis, the patient started treatment with vancomycin (1gm every 3 days) and cefepime (2gm every other day) intraperitoneally (ip) for the peritonitis. On an unknown date, the treatment with vancomycin and cefepime was discontinued. It was unknown what antibiotics the patient received while in the hospital. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. No additional information is available at this time.